Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient reported a skin irritation under her left breast. Patient described the area as red. There was no alleged device malfunction contributing to the irritation. The patient was initially prescribed a cortisone salve, but was later prescribed a fungizid salve by a physician for a reported fungus parasitic on the skin from sweating. Follow up indicated that the irritation was solved.